Event description:
The complainant reported that in 2007, a female pt had a therapeutic radiofrequency ablation (rfa) performed for a renal tumor (3.0 cm in size) in the right kidney in the CT department of the complainant facility. The procedure was performed percutaneously and procedure progressed per the treatment algorithm for the 4 cm coaccess needle electrode. The total duration of the procedure time was reported to have been 1 hour and 20 minutes. The complainant indicated that, the device did not appear to fail during the procedure. The radiofrequency generator performed as expected, the algorithm was followed, and there were no unusual indications, such as error codes, etc. The total time energy applied was approximately 19 minutes and the highest power achieved was 190w. Roll off was achieved within the prescribed cycle. In addition, there was no significant resistance encountered during the pt treatment and there was no evidence of any damage to the probe when it was withdrawn from the pt. The procedure was described as "text book i.e. The time to reach ablation was in line with expectations." The pt was complication free immediately post procedure and was discharged the following day. The pt was readmitted to the facility's urology department with septic peritonitis on the following month, and peritonitis was diagnosed following a clinical examination. The pt expired one week later, one week later, as a result of the septic peritonitis. A post mortem examination was performed, which demonstrated ischemic necrosis of the transverse colon which was ruptured, almost total destruction of the right kidney and necrosis of the liver adjacent to the kidney. The post mortem exam also confirmed the peritonitis. The cause of death was defined as perforation of the transverse colon as a result of the rfa and subsequent peritonitis.

Manufacturer narrative:
The complainant reported that the device will not be returned for evaluation, as the device was discarded at the facility. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. A lot history search was not performed, as the lot / batch number of the device was unable to be provided by the complainant facility. In addition, a review of the device history record was not performed, also due to the lot number not being provided. A product history search was performed and found similar complaints against this device. A ship history was performed, which revealed that lot number 9007612 was the last lot sent to this customer in september 2006. A lot history search was performed on this lot number, which revealed that there were no other complaints against lot number 9007612. A review of the device history record was performed for lot 9007612 and revealed no anomalies. The complaint action limit chart (cal) was reviewed and the product family is not exceeding the cal limit, and does not show any negative trend at this time. Per the event clinical follow up description, the physician clearly stated that the device did not appear to fail. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.